Event description:
Procedure type: unknown. According to the reporter: the surgeon fired and cut the rectum, then noticed that the stapler had not fired. He had to do an anastomosis with sutures, there was tissue damage, and the operating time was extended by 3:30 hrs.

Manufacturer narrative:
.